Manufacturer narrative:
(B)(4). Other devices used: catalog # 42500606601, persona cemented femoral component, lot # 62916722 manufactured by zimmer, ltd. - (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing an allergic reaction.

Manufacturer narrative:
\No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.